Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d8, d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the probable cause of the reported event could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the evis exera iii bronchovideoscope had a communication error code. The reported malfunction occurred during set up and inspection for use prior to an unspecified procedure. There were no reports of patient harm.